Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4: batch # 917a35. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received inside of its opened packaging with no apparent damage. The reload had the proximal one driver up with a protruding and bent staple, the remaining drivers down with staples present, the swing tab in the unlocked position, and the knife not completely within the doghouse. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. In addition, the reload pan was noted with dents on the proximal end. The swing tab in the unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. It is possible that the knife exposed noted on the reload is consistent with the firing knob not returned completely prior to opening the device causing the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 917a35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing

Manufacturer narrative:
(B)(4) date sent: 6/20/2023 b3: only event year known: 2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy the blade of sr75 was out with the protecting cap on and before installing on ntlc75. The procedure completed opening a new sr75. No parts left inside patient cavity. The procedure was successfully completed with no patient consequences.